Event description:
It was reported that the patient has experienced a worsening of seizures. The neurologist had felt it was due to generator end of service, however, the generator was able to be interrogated which means it is not at end of service. The patient underwent prophylactic generator replacement surgery. Attempts for further information and product return have been unsuccessful to date.